Event description:
Cutomer reported receiving a blood glucose result of 478 mg/dl, and then medicated with insulin. After medicating, a second glucose result of 270 mg/dl was received. Additionally, at the same time a glucose result was taken on a competitor meter (one touch ultra), and a blood glucose result of 44 mg/dl was obtained. The customer then reported experiencing symptoms of hypoglycemia; heart palpitaitons, feeling faint, etc. Paramedics were called, and customer was treated with oral glucose in order to stabilize glucose levels.